Event description:
It was reported that an intermittent malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was approximately 130 mg/dl.